Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose level up to 400 mg/dl. The customer also had low blood glucose of 54 and 41 mg/dl. Customer was treated with pump for the high and given milk and animal crackers for the lows. The product was not returned for analysis.